Manufacturer narrative:
Based on the claim against the product by the customer noting not able to control arms from ssc1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further troubleshoot complaint of surgeon who stated she could not swap between instruments on console 1. The fse was able to reproduce the reported issue. The fse replaced footrest pedal energy part ID 380636-04 in accordance with maintenance document number (B)(4). The fse can now switch between instruments with new footrest pedal assembly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The failure analysis confirmed the reported problem ¿part replaced to resolve foot switch swap pedal working intermittently. During in-house failure analysis, installed footrest into printed circuit assembly (pca) xi system, the swap pedal does not work properly when pressed. The visual inspection showed no issues. The complaint regarding not able to control arms from ssc1 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the surgeon was unable to control the master tool manipulators and could not swap between instruments from surgeon side console (ssc)1. The customer aborted the ssc1 after the start of the procedure due to this issue and continued the procedure with ssc2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) and reported the resident was unable to control the masters from surgeon side console (ssc)1 (s/n (B)(4)). The artemis shows ssc1 has no controls associated with the manipulators. The tse advised the resident to check master configuration or attempt to select "take all" from the ssc touchpad. These actions were not followed. The primary surgeon continues to operate from ssc2. The error logs indicate no errors. The or staff later contacted tse and stated the issue was still ongoing they cannot take control of arm3 from ssc1. The tse then asked caller to swap to arm3 and try and take control; surgeon stated he was not able to but was able to with the other console. Tse asked caller to press emergency stop then recover; caller was not willing to further troubleshoot and wanted the system to be looked at. The or staff was proceeding with surgeon side console (ssc)2. The procedure was completing as planned with no reported injury. The customer called back to inquire of the status of repair with field service engineer (fse). The tse also troubleshoot with surgeon where from ssc2 all universal surgical manipulator (usm) worked as expected but when surgeon sits at ssc1 (serial number (B)(4)) the surgeon is able to operate usm1 and usm4 but when swapping from usm4 to usm3 with mtmr the surgeon is not able to follow on matching grip (fomg) on usm3. The tse did recommend power cycle to system.